Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has fault issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reported equipment failure. Customer did not provide any information other than ¿failure¿. Fse inspected fault logs and not confirm any failures. Connected fse's system trainer and could not duplicate any failures. Problem not verified.

Event description:
N/a.